Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6 (medical device ¿ problem code). The failure analysis and testing dept. Received part with a reported unit failure of a fill valve status. The fat performed a visual inspection and found the part to be in good condition. The fat installed it in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure was confirmed. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause is component reliability or fatigue. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assy (0997-00-1178). The unit passed all factory-specified performance and safety test specifications. The iabp was delivered to the customer and was ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during inspection, the cardiosave intra-aortic balloon pump (iabp) displayed a 'fill valve status fail' error. There was no patient involvement.